Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmic surgeon reported that approximately two months following an intraocular lens (iol) implant procedure the iol was exchanged due to a scratch on the lens. Additional information was requested.